Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited interrogation difficulties using a wand. There was a message on the screen of reading data, but the reading failed. The clinical representative was paged for further assistance. No adverse patient effects were reported. This device remains in service.